Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A follow-up MDR will be submitted when additional relevant information is obtained.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a hi drain 104 alarm during therapy on the homechoice machine(hc). The home patient(hp) stated she didn't notice anything unusual about therapy last night and didn't have any symptoms. The technical service representative(tsr) reviewed the programming. The fill volume was 1500ml, and the last ultrafiltration was 1139ml. The hp declined a swap of the device. The hp elected to continue therapy tonight. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported issue was confirmed over the phone by evidence of a high drain alarm. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of hi drain 104 (iipv-adult). The assignable cause was undetermined.